Event description:
It was reported that an unspecified number of bd insulin syringes with the bd ultra-fine¿ needles experienced hub separation from the device and plunger loose/separated. Product defect were noted during use. The following information was provided by the initial reporter: material no: 328468 batch no: 9280140. Consumer confirmed the needles are stuck in the needle shield when trying to remove the needle shield. Stated the needle hub has separated from the syringe. Consumer stated the date of event for the syringes with a loose plunger is unknown. Consumer reported when removing the needle shield from the insulin syringe the needle gets stuck in the shield. Stated this happened with 2-3 insulin syringes from current box. Stated she also noticed the plunger appeared to be loose on some of the insulin syringes from current box, exact amount for this issue is unknown. Date of event: (B)(6) 2020.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/19/2020. H.6. Investigation: customer returned (3) 1/2cc, 8mm, 31g syringes in an open poly bag from lot # 9280140. Customer states that when removing the needle shield from the insulin syringe the needle gets stuck in the shield. All syringes were returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 9280140. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200852449, 200852357, 200852361] noted that did not pertain to the complaint. There was one (1) notification [200851653] noted for out of spec shield pull. Process summary: automatic syringe assembly machine, which feeds 1/2cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: a quality notification (zm) #200851653 was created for oos shield pull. Debris was collected on the dial. Corrective action: cleaned the debris out of the dial.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd insulin syringes with the bd ultra-fine¿ needles experienced hub separation from the device and plunger loose/separated. Product defect were noted during use. The following information was provided by the initial reporter: material no: 328468 batch no: 9280140. Consumer confirmed the needles are stuck in the needle shield when trying to remove the needle shield. Stated the needle hub has separated from the syringe. Consumer stated the date of event for the syringes with a loose plunger is unknown. Consumer reported when removing the needle shield from the insulin syringe the needle gets stuck in the shield. Stated this happened with 2-3 insulin syringes from current box. Stated she also noticed the plunger appeared to be loose on some of the insulin syringes from current box, exact amount for this issue is unknown. Date of event: (B)(6) 2020.